Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that during the procedure of a heavily calcified bifurcation lesion, the jelled wire technique was used. Upon attempting to remove the guide wire after placing the non-abbott stent successfully, the guide wire would not slide back from the underneath of the stent struts. Several attempts were made; however, the guide wire broke off within the struts of the stent. There was no intervention to retrieve the broken piece. Reportedly, the pt's condition is fine and there were no adverse effects.